Manufacturer narrative:
The suspect device was evaluated onsite at the user facility by an olympus field service engineer (fse). The fse was unable to duplicate the reported problem. The fse cleaned and dried the scope connector using alcohol and air pressure; following the cleaning, the unit was tested multiple times and verified to function with no error noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that error "b30," scope communication error occurred. There was no patient injury, associated with the problem, reported to olympus.